Event description:
It was reported by customer that safety button was fully engaged, however needle tip would not safety back into clear housing. Clinician had to remove exposed needle and immediately sharps it. Additional information received 01 august 2023: customer reports the event directly involved a patient but did not involve an urgent or life-threatening medication situation. There was no patient harm or negative outcome, delay in medication, and no unplanned medical or surgical intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint that the safety mechanism did not engage was confirmed but the cause is unknown. A series of photographs of the implicated accucath ace deployment device were returned for evaluation. The catheter had been previously deployed off of the device. The guidewire slider had been most of the way advanced in one of the photographs and was retracted back to the initial starting point in another photograph. The exact position of the guidewire slider in the third photograph was obscured by the user¿s hand. The safety activation button was in the fully depressed position in the photographs. However, the needle was still seen protruding out of the deployment device. The spring and needle carrier, which aid in the retraction of the needle, were visible within the clear deployment device housing. However, the components were in the ¿inactivated position¿. The needle cannula and guidewire appeared free of damage, but this could not be conclusively confirmed without examination of the physical sample. Possible contributing factors could include a slight bend in the needle that was not apparent in the photographs, incomplete activation of the guidewire, the spring binding on the deployment device, or an issue with the button (e.g., button travel was insufficient to release the needle carrier). The submitted photographs did not contain enough information to identify a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that safety button was fully engaged, however needle tip would not safety back into clear housing. Clinician had to remove exposed needle and immediately sharps it. Additional information received (B)(6) 2023: customer reports the event directly involved a patient but did not involve an urgent or life-threatening medication situation. There was no patient harm or negative outcome, delay in medication, and no unplanned medical or surgical intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.